Event description:
Pt has discovered that the replacement vessel has an aneurysm in it that was larger than the original one that it replaced. Per cat-scan, it is currently 6.1 cm. There is also a new aneurysm above it, closer to the heart that is 6.3 cm. Original aneurysm was 5.5 cm. Pt is a poor candidate for surgery and knows they will have to have this graft repaired.